Event description:
On (B)(6) 2012, the reporter contacted animas and stated the ok button on keypad was not responding when pressed. The reporter stated there was a crack on the side of the keypad. The reporter alleged the patient used a case on the pump and wore under a garment. There was no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn around the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons were responsive during testing. There was evidence of contamination found under the ok key contacts. Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.